Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw507857) on 07-aug-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding occured/developed severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, life threatening and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), allergy to metals ("allergic reaction to nickel"), pain in extremity ("leg pain"), dizziness ("dizziness"), weight increased ("weight gain"), hypertension ("developed high blood pressure"), insulin resistance ("insulin resistance"), headache ("headaches"), restless legs syndrome ("restless leg syndrome") and general physical health deterioration ("overall general wellbeing"). The patient was treated with surgery (hysterectomy was done to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, allergy to metals, pain in extremity, dizziness, hypertension and headache outcome was unknown and the weight increased, insulin resistance, restless legs syndrome and general physical health deterioration had not resolved. The reporter provided no causality assessment for allergy to metals, anaemia, dizziness, general physical health deterioration, genital haemorrhage, headache, hypertension, insulin resistance, pain in extremity, pelvic pain, restless legs syndrome and weight increased with essure. The reporter commented: the seriousness criterion ¿life threatening, hospitalization, disability, permanent damage, other serious (important medical event)¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"E" was initially received via regulatory authority (reference number: mw5078657) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding occured/developed severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, life threatening and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), allergy to metals ("allergic reaction to nickel"), pain in extremity ("leg pain"), dizziness ("dizziness"), weight increased ("weight gain"), hypertension ("developed high blood pressure"), insulin resistance ("insulin resistance"), headache ("headaches"), restless legs syndrome ("restless leg syndrome") and general physical health deterioration ("overall general wellbeing"). The patient was treated with surgery (hysterectomy was done to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, allergy to metals, pain in extremity, dizziness, hypertension and headache outcome was unknown and the weight increased, insulin resistance, restless legs syndrome and general physical health deterioration had not resolved. The reporter provided no causality assessment for allergy to metals, anaemia, dizziness, general physical health deterioration, genital haemorrhage, headache, hypertension, insulin resistance, pain in extremity, pelvic pain, restless legs syndrome and weight increased with essure. The reporter commented: the seriousness criterion ¿life threatening, hospitalization, disability, permanent damage, other serious (important medical event)¿ was reported, but not specified or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(6)) on (B)(6)2018. The most recent information was received on (B)(6)2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("migration"), uterine perforation ("perforation"), genital haemorrhage ("bleeding occured / developed severe bleeding / bleeding / severe bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, headache, migraine, uterine bleeding, restless legs syndrome, uterine leiomyoma, chronic cervicitis, endometriosis, pelvic adhesions, unilateral leg pain and fatigue. Concurrent conditions included menorrhagia. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, life threatening and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia / iron deficiency - anemia"), allergy to metals ("allergic reaction to nickel / nickel sensitivity"), pain in extremity ("leg pain"), dizziness ("dizziness"), hypertension ("developed high blood pressure / high blood pressure"), insulin resistance ("insulin resistance"), headache ("headaches"), restless legs syndrome ("restless leg syndrome") and general physical health deterioration ("overall general wellbeing") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), emotional distress ("emotional distress") and metabolic disorder ("metabolic disorder"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, device dislocation, uterine perforation, genital haemorrhage, iron deficiency anaemia, allergy to metals, pain in extremity, dizziness, hypertension, headache, urinary tract disorder, dyspareunia, neuromyopathy, autoimmune disorder, vitamin d deficiency, emotional distress and metabolic disorder outcome was unknown and the weight increased, insulin resistance, restless legs syndrome and general physical health deterioration had not resolved. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dizziness, dyspareunia, emotional distress, general physical health deterioration, genital haemorrhage, headache, hypertension, insulin resistance, iron deficiency anaemia, metabolic disorder, neuromyopathy, pain in extremity, pelvic pain, restless legs syndrome, urinary tract disorder, uterine perforation, vitamin d deficiency and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿life threatening, hospitalization, disability, permanent damage, other serious (important medical event)¿ was reported, but not specified or assigned to one of the events. Patient had done pelvic exam performed and speculum placed into vaginal walls scrubbed with beta dine. On the right fundal part a fixed fibroid noticed and the attempt to mobilize it with a clapinger was unsuccessful. Patient had essure incomplete essure (one side) with one side obstructed by a calcified fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anemia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: information and references from case (B)(4) were entered in this case as it is a follow up from this case. Reporter and patient¿s information were added. Reporter indication for essure was provided, the event ¿anemia¿ was updated with new information and recoded to ¿iron deficiency anemia¿ and the events ¿device migration¿, ¿uterine perforation¿, ¿urinary problems¿, ¿dyspareunia¿, ¿neuromuscular problems¿, ¿autoimmune disorder¿, ¿vitamin d deficiency¿, ¿emotional distress¿ and ¿metabolic disorder¿ were added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.